Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient was unsure when the alleged product first began. The patient could not recall any specific blood glucose values which were obtained on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to his usual diabetes management routine as a result of the alleged product issue. The patient stated that a "couple of hours" after the alleged issue occurred he awoke in the middle of the nigh sweating, and as a result he self-treated by consuming food and/or drink. At the time of troubleshooting the csr noted that the unit of measure was set correctly and the results were taken from an approved sample site. The patient no longer had the test strips to determine whether they had expired. This complaint is being reported based on the following conclusion: although the patient was unable to provide blood glucose results, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.